Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-000137.

Event description:
It was reported that the squeaking sound and intra-articular hydrops were occurred after tha with accolade, tri-ad and ceramic liner, so, the head and liner were replaced.